Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "implants can loosen or migrate due to trauma or loss of fixation."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial knee arthroplasty on (B)(6) 2014 with custom components. Subsequently, a revision procedure has been indicated due to a loose femoral component; however, no revision procedure has been reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to loosening of the femoral component and femoral fracture.

Event description:
It was reported that patient underwent initial knee arthroplasty on (B)(6) 2014 with custom components. Subsequently, a revision procedure has been indicated due to a loose femoral component; however, no revision procedure has been reported to date.